Event description:
In this case, it was reported that the mitral valve was explanted after an implant duration of approximately 5 years and 2 months. Through follow-up with the healthcare provider, it was learned that the device was explanted due to prosthetic mitral valve stenosis and insufficiency, secondary to fused valve leaflets. Per the op report, echocardiogram demonstrated stenosis and insufficiency of her mitral valve. There was no periprosthetic leak or evidence of bacterial endocarditis. Upon removal of the valve, "...it became apparent that the cause of failure of this valve was not valve related, it was more that the subvalvular structures that is to say the cords had wrapped around the post and had caused the 2 leaflets to almost fuse together." The subannular apparatus including the tips of the papillary muscles were removed at this point. The surgeon further noted that he "...had not seen this before, but the cords were completely calcified and fused. The leaflets themselves looked otherwise normal." A new edwards bioprosthetic valve was implanted and transesophageal echocardiogram demonstrated no insufficiency with good motion of the leaflets. The patient was sent to the recovery area in satisfactory condition.

Manufacturer narrative:
(B)(4). Device not returned. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the reported findings could not be confirmed. Although the root cause of this event cannot be conclusively determined, the op report indicates that "it became apparent that the cause of failure of this valve was not valve related, it was more that the subvalvular structures that is to say the cords had wrapped around the post and had caused the 2 leaflets to almost fuse together." The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.